Event description:
The reporter contacted animas on (B)(6) 2012 reporting that just today the keypad buttons responded sluggishly after a battery change and took several attempts to unlock. The reporter confirmed that the rubber keypad was intact. The patient reportedly wore the pump on a belt, under clothing and did not clean the pump. This report is made based on the allegation of the keypad response issue.

Manufacturer narrative:
Device evaluation follow-up #1 submitted (B)(4) 2012. The pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: testing confirmed that the up key is unresponsive and the down key requires excessive force and intermittently responds when pushed. Keypad is lifted near the ok key. Removed keypad; there was visible contamination under all the key contacts. Unrelated to this complaint, the pump boots with pinkish faded display screen, but boots to normal contrast with a replacement screen.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.